Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was checked and found to function within manufacturer's specifications. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit went into a reset. The anesthesia machine was replaced, and the case was completed with no further reported complaint. There was no reported patient injury.